Manufacturer narrative:
The reported events were lead dislodgement, and helix mechanism issue. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, and cleaning the distal region, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within product specification. The cause of the helix mechanism issue was isolated to blood in the helix region and overtorqued of the inner coil. Electrical testing did not find any indication of conductor fractures however an internal short was noted due overtorqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was found that the right atrial lead had been dislodged. The physician decided to change the position of the lead, but the helix was not able to extend during the procedure. The lead was explanted and replaced. There were no patient consequences.